Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Healthcare professional reported "ruptured". Later healthcare professional reported "ruptured", "radial folds" and "gel fracture". Later healthcare professional reported capsular contracture baker grade IV. Later healthcare professional confirmed "ruptured", "radial folds" and "gel fracture" and reported no capsular contracture for this side. Patient underwent capsulectomy. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b6, d6b, h6.

Event description:
Healthcare professional reported "ruptured". Later healthcare professional reported "ruptured", "radial folds" and "gel fracture". Later healthcare professional reported capsular contracture baker grade IV. Patient underwent capsulectomy. This record is for the right side. Device was explanted.